Event description:
During a laparoscopic liver resection, a physician withdrew the subject device from pt¿s body and cleaned it because some short circuit warning displayed. When the physician restarted the procedure, the probe damage error displayed. The physician withdrew the subject device and found the broken probe. The physician confirmed that there was no fragment inside the body by x-ray. The physician replaced the subject device with a different unit of same model. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned to olympus for eval. The mfg history was reviewed, with no irregularities noted. Based on cases with the same model, it is likely that since the physician activated output while grasping nothing in the grasping section or continued to activate output after resecting the tissue, the ptfe pad was worn and some short circuit error displayed. In addition the probe and the jaw came into contact and got damaged, and it resulted in the crack and the probe damage error displayed and the probe tip broke. The tb-0535pc instruction manual already states; warning: do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage and/or probe inside the body cavity. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.